Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive result on a 22 year old female patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date results I-stat (B)(6) 2022 32.1 lab ni <2 I-stat positive cut-off values: b-hcg = 5.0 iu/l negative, 5.0 < ss-hcg < 25.0 iu/l indeterminate, b-hcg = 25.0 iu/l positive. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. There were multiple requests but to no avail. It is unknown if the patient was or was not pregnant at the time of this report. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aj (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total ss-hcg cartridge lot n22030a.